Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device logs were reviewed and matched the reported event. The device was used in pacer mode between 10:27 am and 11:23 am. After that, the signal kept appearing and disappearing, and the device showed multiple ECG lead faults and respiration faults. This likely happened because the ECG leads were not fully connected or were not making good contact. Around 10:45 am, the pacer spikes came back, showing the leads were reconnected. The device passed bench testing and stress testing with no issues. The returned cable also pass testing with no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace a 53-year-old female patient, the device was unable to pace and prompted a "lead fault" message. Another device was used to continue care. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.